Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and causalg ia-complex regional pain syndrome. The patient had a morphine pump in the hip for chronic pain in her left arm that was the result of a birth injury. The patient was now (B)(6) and had the pump for about six years. About six month prior to this report date, the patient noticed that her hair was becoming very dry and brittle, patient would have periods of time where they would stutter and twitch and her body would feel very strange with tingling and cold waves. Patient thought at first it was a liver problem and had that tested and it was fine. Then the gall bladder was tested and it was fine. All her reproductive organs were fine. In hindsight, patient felt like a complete moron. There was one thing in the patient¿s body that did not belong there. The pump was leaking and had been for quite some time. Patient wanted to know from the manufacturer why the pump did not have an alarm on it to indicate it was leaking. The patient was beyond furious, way far beyond. Patient inquired why the manufacturer does not have doctors review with patients what it feels like if it leaks. Whether there is a very specific feeling-very specific symptom. Why doesn¿t the manufacturer at least warn people. The patient was going to get back at the manufacturer after speaking to her attorney. The patient felt very strongly that there was something very wrong here.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.